Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including stress testing using the customer's returned power cord and functional testing including defib cycling shocks without duplicating the report. The customer's multifunction cable was not returned for evaluation. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a pediatric patient (age & gender unknown), the device displayed "system fault code 36" and "system fault code 37" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.